Manufacturer narrative:
The subject product was received for evaluation. The battery pack was within the handle and the latch was noted to be broken off. The battery pack was firmly within the device. A lot number was not provided, therefore, a review of the manufacturing records could not be performed. At this time, no definitive conclusion can be made as to the cause of the broken latch.

Event description:
As reported by the user facility: when squeezing the handpiece trigger, a strange sound was heard and the irrigation fluid did not flow out. The subject product was returned and during visual inspection it was noted that the battery case latch tab was broken and not returned with the product.